Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-14.50/5.5/85 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. Patient is doing well and the problem was resolved after explanting the lens.

Manufacturer narrative:
H3- device evaluation: lens was returned dry, in lens case/vial. Visual inspection found a haptic torn. Dimensional inspection was performed, overall length verification found the lens to be within spec. However, width measurement was not performed due to missing/damaged haptic. Claim # (B)(4).